Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed. A loose setscrew was observed resulting in the lead being loose in the device header. The setscrew was tightened and the device and lead remain implanted and in service. No additional adverse patient effects were reported.